Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: you have event date as (B)(6) 2014 and procedure date as (B)(6) 2014 on synergy form. Which date is correct for procedure date? Was there any other issue with device other than scratched jaws of device? Was there an issue with clip ("when firing clip tight")? If issue with clip, please provide more specific details regarding issue. How was case completed? Was there any other issue with device other than scratched jaws of device? No more information affiliate confirmed the event date was (B)(6) 2014.

Manufacturer narrative:
(B)(4). Additional information: the er420 device was returned for analysis and upon visual inspection the jaws were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and it ejected nine clips. Finally, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw portion scratched when firing clip tight. New product was opened. No patient consequences reported.